Manufacturer narrative:
The ventilator was investigated by our field service engineer. No fault was found, and the ventilator passed pre-use check. No parts were replaced. The ventilator logs were downloaded for evaluation. The logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, vt insp. Overrange and peep low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, there are no indications of ventilator malfunction. The cause of the difficulties ventilating the patient, and the generated alarms were most probably due to leakage.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during the transfer of a patient to a new location within the ICU, after connection to the new ventilator, clinical staff observed significant discrepancies in the patient¿s inspiratory and expiratory tidal volumes. The patient desaturated, and arterial blood gas (abg) results showed a po2 of 8 kpa and a pco2 of 6 kpa, indicating compromised oxygenation and ventilation. Manual ventilation was initiated, and the patient was stabilized. The original ventilator used during the transfer was brought to the location and the patient was reconnected to it. However, once reconnected, a discrepancy between inspiratory and expiratory volumes reappeared. The patient again experienced a minor desaturation. Clinical staff immediately switched the patient back to the backup ventilator, which maintained stable respiratory parameters. The patient¿s oxygenation and gas exchange were temporarily compromised during the incident, but there was no lasting harm of the patient. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.